Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin, and after delivering approximately 10 units, the insulin gauge recalculated the fill estimate to the 100 units range. At the time of the reported event, the customer reported that the insulin gauge was displaying an accurate fill estimate. The customer's blood glucose level was 150 mg/dl.